Manufacturer narrative:
This supplemental report is being submitted to report the results of the legal manufacturer¿s investigation, additional information and correction. Updated fields: b5, h4, h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes; however, additional information was received from the customer that the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported, and other findings would not be likely to cause or contribute to a death or a serious injury if it were to recur. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Olympus assumed that the clip did not open because the clip was closed. Clip closure may have been caused by the following factors: because the coil sheath tip was not completely butted against the cartridge, the clip pipe wings caught on the coil sheath tip during loading, and the clip was pulled into the rotatable clip fixing device with the claws closed or nearly closed. Or the clip pipe wings caught on the coil sheath tip and the clip could not be retracted into the rotatable clip fixing device. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer that the patient was under intravenous sedation with propofol. The patient was hemodynamically stable and there was no significant delay with the treatment. There were no further reports of patient harm.

Event description:
It was reported that during a hemostasis procedure, a loaded clip failed to open which occurred consecutively with unknown number of clips. This resulted to the delay of the procedure for more than 30 minutes while the patient was under sedation and was completed with a similar device. There were no reports of adverse patient sequelae.

Manufacturer narrative:
The following patient identifiers are linked: (B)(6). The event was conservatively classified as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.